Manufacturer narrative:
The unit had an intermittent down button response due to a flattened and creased dome. The unit did not have a display ramping on its own. The unit had minor scratches on the lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report keypad anomaly. The customer's blood glucose level was 183 mg/dl. A field representative confirmed the keypad anomaly and replaced the customer's insulin pump. No further details were provided.